Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event ¿error code 800.8000" was confirmed during the investigation and is attributed to a defective power supply board. The facility reported an error code 800.8000 event on november 21, 2025; the time was not provided. A review of the error logs from the affected devices showed that error code 800.8000 first occurred on november 5, 2025, at 11:16 pm (11 instances). It was then logged on november 6, 2025, at 11:18 am (11 instances), november 7, 2025, at 7:14 am (11 instances), and finally on the date reported by the facility (november 21, 2025) with 11 instances. It was observed that error codes appeared while performing a battery conditioning test in maintenance mode. No infusion configuration was recorded on november 21, 2025. An internal and external inspection was performed on the suspected pcu, and it was observed that the power supply board and the battery discharge harness were defective. The pcu s/n 17247690 passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the suspect pcu, and no problems or anomalies were found related to the reported event. A fast battery conditioning test was performed with a known-good power supply board and a battery discharge harness from the dchu facilities for testing purposes only. The results showed the old capacity as 3400 mah (milliampere-hour) and the new capacity as 4115 mah, confirming that the battery capacity is within the acceptable range. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event ¿error code 800.8000¿ was identified and attributed to a defective power supply board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer the pcus displayed channel error 800.8000. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer the pcus displayed channel error 800.8000. There was patient involvement, but no harm.